Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any relevant additional details become available. This product is not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4) evaluation summary: one actual sample and (B)(4) companion samples were available for evaluation. Visual inspection on the actual sample revealed a cut on the tube just below the chamber. Visual inspection on the companion samples showed no defects. The actual set was tested with a sodium chloride bag. A leak was observed from the cut on the tube. Three retained samples were available at the plant. These were leak tested. No leaks were revealed. The reported condition was confirmed for the actual sample. The root cause was not determined. A batch review was conducted for the manufacture of this lot. The batch was released within specifications.

Event description:
The facility contacted baxter germany to report a gravity pump solution medication set with a "connector leak." The process step in which this malfunction occurred was not reported. There was no report of patient injury, medical intervention, or adverse event in association with this event. Patient involvement is unknown. No additional information is available.